Event description:
It was reported that during the declot procedure in the surgery department the hub disconnected from the tubing. As a result, another kit was opened and used to complete the procedure. There was a delay in treatment with no harm to the patient, no patient death, and no patient complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.